Event description:
Rptr had the interstim implant in 2001 for pain from "ic". Rptr was told by rep, that it would help the pain, and it doesn't at all. Now rptr knows that it isn't even approved for pain, or "ic", rptr was never told this. Rptr is having their menstrual cycles every other week, and it can last up to a month at a time. Rptr's rep keeps telling rptr that it isn't the implant that is doing it, but rptr knows it is. He just doesn't want to admit this isn't a cure for "ic". Rptr also had an infection start last month at the site of the implant, but rptr's dr put rptr on cipro and it got rid of it. Hope it doesn't come back. The interstim implant is not approved for pain, and it shouldn't be. It has not helped rptr's pain at all, and there are other people that it has not helped either. Medtronics are lying to people when they tell them that it will help pain.